Event description:
It was reported that a manufacturer representative (rep) stated, office notified them that a patient had a possible skin infection over the implantable neurostimulator (ins) and it was unknown if it had gone all the way to the ins. Caller indicated patient will be going in on thursday for further exploration. Troubleshooting was not required. The issue was not resolved through troubleshooting. Emailed information regarding screwdriver needed to remove old burr hole device, if needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.